Event description:
It was reported by service report that the fowler will not lower because the skoocher weldment box was broken. No patient involvement or adverse consequences are reported..

Manufacturer narrative:
Result code: - skoocher weldment box.